Event description:
The reporter stated the surgeon attempted to insert an micl 12.6 implantable collamer lens but the lens tore. There was pt contacted, but no injury. Another same type lens was implanted.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaints were found within the work order.